Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging acquisition system (ias) did not drive or boot up normally. The generators were disassembled from dock position and the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure (rev. 3 : s/n (B)(4)) was returned for analysis. Analysis found that the power conversion enclosure failed bench testing. Transistor q1 and diodes d4 and d6 had failed due to electrical shorts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging device lost motion power. A manufacturing representative (rep) was able to manually push the system, but could not do lift and shift to re-create the system. The motion batteries were showing full. It was noted that the system was on a cadaver truck and that there was no patient involvement.